Event description:
The pt had previously undergone the therapeutic procedure of having the push g-tube enteral feeding device placed (data unknown). A few weeks later the pt returned presenting with an abscess. The clinicians admitted the pt to the hospital for treatment of abscess and infection. The pt was taken to surgery for drainage and irrigation. The complainant reported that the pt's infection was resolved, and was released from the hospital. The complainant indicated that the facility has not yet determined the source of the infection. The facility's investigation into this event has not yet concluded. The complainant had indicated that there was no additional pt or event information available at that time. Subsequent attempts to obtain additional pt and event information have been unsuccessful. There has been no information yet received to indicate that the pt's abscess or infection was as a result of any malfunction of the device. Please reference previously submitted (1/2004) medwatch report number 6000048-2004-00098, which documents another similar event that occurred at this same facility with the same product. In addition, please reference attached medwatch report number 6000048-2004-000106, which documents a third similar event that occurred at this same facility with this same product.